Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the low ins battery icon, and had made an appointment with their urologist to have a new ins battery implanted and wanted to know what the procedure would entail. The patient confirmed they were getting a new device due to normal battery depletion, and there was no allegation against the device of therapy. The patient then reported that they felt like the device was not working anymore since seeing the icon, but did not have the programmer with them to confirm whether or not they could still turn stimulation on or make an adjustment. The patient stated they had not seen eri. The patient was advised to follow up with their healthcare provider. No patient symptoms were reported. No further complications were reported.